Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 5.5mm x 15mm maverick xl balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 6.0-15mm maverick xl balloon catheter. There were no patient complications reported.